Event description:
I have irregular/prolonged menstruation. I go through severe menstrual pains on and off. Can't even enjoy intercourse because it hurts. Severe abdominal pain with or without bleeding. My hair is getting bald spots and my skin is getting rashes, don't know how it started. Went to the doctors and he couldn't find anything. I'm loosing and gaining weight. My hormonal changes is driving me crazy. Cramping, bloating when not menstruation. Heavy menstruation, severe back pain when not bleeding. I was only checked once since the procedure was done. And that's been over 5 years ago. Living my life like this is making me depressed. Staying in pain most of the time. I hope you take this and help other women from getting in any situation like this. Thank you kindly.